Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight years and three months following the implant of this transcatheter pulmonary bioprosthetic valve, within a previous transcatheter pulmonary bioprosthetic valve, echocardiogram revealed moderate central pulmonary insufficiency and stenosis of the valve with a vmax of 4.8 m/sec. Approximately eight years and seven months following the implant of this transcatheter pulmonary bioprosthetic valve, the valve and stents did not have any visible fractures with a waist of the valve measuring about 17 millimeter (mm). Residual ventricular septal defect (vsd), stenosis of the right pulmonary artery origin, mild pulmonary insufficiency, right ventricular pressure of 89 millimeter of mercury (mmhg) (systemic 114 mmhg) and rv-pa gradient about 30 mmhg were reported. A pre-implant dilation of the valve and stents were performed with a 22 mm balloon. A new transcatheter pulmonary bioprosthetic valve was implanted and a final rv-pa pressure gradient of 18 mmhg was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the valve remains implanted. Therefore, no product analysis could be performed. There are still photo clips related to this event were received for image review. The imaging provided confirmed, there were no fractures present in the previously implanted valve. There was no imaging showing pulmonary insufficiency as stated in this report. There was no imaging showing the pre dilatation balloon or a new valve being implanted. The angiogram received confirmed, a good result with no leaks present after the new valve was implanted. Based on the image review, without the failure mechanism, and the return of the valve for analysis. A root cause of the regurgitation/stenosis/high gradients cannot be determined. Regurgitation, high gradients, and stenosis related risks are addressed in the current risk management file. A review of the device history record (DHR) was performed for this valve. There were no deviation identified in manufacturing process. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Updated h6: eval method, eval conclusion, img component codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.